Event description:
A deep wound infection was detected and reherniation of l4/l5 disc on same side as the barricaid implantation. A reoperation was performed, and the implant was removed.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.